Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had no more hearing perception with the device. The user was reimplanted on (B)(6) 2018.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The user no longer had hearing perception with the device. No trauma or skin issue was reported. The user was re-implanted.